Event description:
The recipient felt that her hearing fluctuates, she has a constant tinnitus and does not obtain any performance from the device. Further proceedings are unknown.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient's hearing with the device is perceived as fluctuating and the recipient does not obtain benefit from the device. In addition, she has a constant tinnitus. The recipient has been re-implanted with a new device.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. Further, no complete insertion was achieved at initial implantation with 2 channels remaining extra-cochlear. In addition, the recipient experienced a tinnitus, which was also present without the use of the audio processor. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Manufacturer narrative:
Additional information: according to the currently available information from the field, damage to the active electrode likely caused by minute device mobility is plausible. In addition, the recipient experiences a tinnitus, which is not described in detail. Further, no complete insertion was achieved at implantation with 2 channels remaining extra-cochlear. However, to determine an exact root cause a device investigation of the concerned device would be necessary. No information on further proceedings has been received despite requested.

Event description:
The recipient's hearing with the device is perceived as fluctuating and the recipient does not obtain benefit from the device. In addition, she has a constant tinnitus. Further proceedings are unknown despite requested.